Manufacturer narrative:
Other, other text: b5: additional information received at smiths medical 02-jul-2021: discovered during testing, date unknown. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the scratched screen. The customer stated problem was duplicated. The rdc connector has a bent pin and was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had bad bolus and issues with the data port. No adverse effects were reported.